Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported approximately 67 months after the implantation, that the lead threshold value increased and undersensing (ventricle channel) was detected. The lead was capped.